Event description:
A patient underwent a stent placement procedure using the venovo venous stent. It was reported that during procedure, the stent allegedly stuck and did not deploy. It was further reported the stent shaft was allegedly taken out along with the undeployed stent. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: based on the event description, the severity of this issue was classified as marginal health hazard. Investigation summary: the returned sample is in used condition, and the stent is 45mm partially deployed. There is no damage on stent and inner catheter. During evaluation testing the stent could be further deployed with an increased force level using the deployment mechanism. Although the event description clearly states that the undeployed stent was removed from the patient the investigation leads to confirmed result for partial deployment. It was not known when the partial stent deployment occurred. A manufacturing related issue could not be found. Root cause evaluation: potential product and non-product related factors which may have caused or contributed to the reported failure were considered. Therefore, previous investigations of similar complaints were reviewed. Deployment failure may be related to incorrect holding/ handling throughout the procedure. Difficult patient condition/ challenging placement site, deployment without pta, accessories used, or damage may be contributing factors. In this the vessel was not tortuous, the lesion was pre dilated, and system compatible 10f introducer was used for access; excessive release force was not felt, and during deployment attempt the system was correctly held at the stability sheath and kept stationary. A manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available a definite root cause could not be identified. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit. Under required materials the instructions for use state: 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm 0.035 inch (0.89 mm) diameter guidewire. Regarding pta the instructions for use state: predilatation of chronic lesions with a balloon dilatation catheter is recommended. Holding and handling of the system throughout the procedure was found described; in particular the instructions for use state: hold stability sheath. Do not hold or touch the dark moving sheath. Regarding damage the instructions for use state: examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.